Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the surgeon adjusted all the parameter for the treatment. According to the reported information, during the opening of the tunnel the system did not make the proper cut in the cornea and making it impossible to insert the segment of the ring in the unknown eye of the patient. The surgeon tried a maneuver to correct the cut, he was unsuccessful. The patient followed the surgeon's recommendations to wait for healing before performing the procedure again.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the system was successfully verified after the surgery date. During onsite visit, field service engineer performed system realignment, and checked device, concluding that system meets specifications as per service installation record. Logfiles, treatment report , pre and post-operative topographies, optical coherence topographies, and clinical data was requested but it was answered that the hospital does not have access to the patient's pre- and post-surgical history. A deeper investigation cannot be performed based on the available information. No technical root cause was identified as the product was found to be within specifications. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).